Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at the annular position, the valve did not expand. The valve was withdrawn and replaced. Of note, the native annulus was pre-dilated. There were no anatomical factors that prohibited expansion of the valve. There were no loading difficulties reported. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact and in a slight crimped state. All leaflets were stiff and marginally pliable. Leaflets exhibited severe creases and imprints. As received, all leaflets were in a partially closed position with a large gap between the free margins. All commissures appeared intact. The valve was received in a dehydrated state with leaflet and valve skirt tissue exhibiting severe creases and imprints. The inflow aspect was observed to have an elliptical appearance. The valve was submerged in a warm saline bath. The valve maintained a compressed condition possibly from being in the loaded state, inside the delivery system, for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Image review: three static images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and confirmed a good load. It was reported that a pre dilatation was performed; however, balloon size and type are unknown. The valve was deployed to 80% and appears to be significantly under expanded. The image provided supports under expansion rather than an infold. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. In this case, the valve appears to be significantly under expanded rather than infolded but since it was not entirely evident, proper action was taken by the physician and the field team to ensure patient safety was assured. Additional information is needed to determine the cause of under expansion thus this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.